Event description:
It was reported that, "patient had a spondy at l5/51. After placing an interbody peek device in the l5/51 disc space, (B)(6) wanted to try to reduce the spondy. He placed xia titanium reduction screw at l5 and xia 3 screws at s1. He inserted the rod and locked down the blockers at s1. He then inserted blockers into the reduction screws. As he was inserting the blockers to reduce, both reduction screwhead splayed open and 1 tab broke off of each reduction screw. One tab broke off and tore the patient's dura. (B)(6) repaired the dura tear."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. It is unclear at this time from which screw the tab broke off and caused the dural tear. MDR 9617544-2009-00509 was filed as a serious injury for the screw (cat# 03829645) assumed to have caused the dural tear. Product has not yet been received for evaluation, once the investigation is completed and supplemental report will be filed with any corrections or additional information.